Manufacturer narrative:
An analysis was performed on the returned device. The material separation was confirmed. The malposition of device, and product quality problem (unusual feel) are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the account attempted to insert additional devices post close prior to attempting hemostasis with the pre-close devices. It should be noted that the electronic perclose prostyle instructions for use (eifu), ¿if adequate hemostasis is not observed, additional perclose prostyle devices may be deployed at this point.¿ it is unknown if the IFU violation contributed to the event. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the device was sub optimal (malposition) as the broken foot was found above the tissue track. This would likely be related to the different feel as well as the separation of the foot which may have been in the access site which would contribute to a foot break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E3: occupation updated to physician.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to a pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 27f (greater than 24f), and the procedure was completed. No imaging was performed of the access site prior to device use. Reportedly, post procedure, two additional prostyle sutures were attempted to be placed with two more prostyle devices. The two additional prostyle had a different feel during device placement. After deployment, the links were noted to be outside the tissue track with a broken foot attached to the suture for both devices. The first two preplaced prostyle sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Corrections: h6: medical device problem code 1494/indications for use (to capture use with a sheath larger than 24f sheath.) H11 updated to include the following IFU references: reportedly, the smc device was used without a femoral angiogram. It should be noted that the electronic perclose proglide instructions for use (eifu), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the violation of the IFU contributed to the reported difficulties. Additionally, the smc device was used in the procedure with a 27f sheath. It should be noted that the electronic perclose proglide instructions for use (eifu), states, ¿for access sites in the common femoral vein using 5f to 25f sheaths. It is not known if the IFU violation contributed to the reported difficulties.